Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd interlink¿ blunt plastic cannula was cracked. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
One sample and three photos were received for evaluation. The cannula stem is broken off of the hub therefore failure mode is verified. Most probable root cause is that the part was probably caught in the hub loader during assembly, and the cannula was broken off. This appears to be an isolated incident, and not a systemic issue, therefore no corrective actions are required at this time. A complaint history check was not performed as the lot number is "unknown" for this complaint. The part was probably caught in the hub loader during assembly, and the cannula was broken off. This appears to be an isolated incident, and not a systemic issue. Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacture: yes.

Event description:
It was reported that a bd interlink blunt plastic cannula was cracked. There was no report of exposure, serious injury or medical intervention.